Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a suture break occurred. The target lesion was located in a vessel of the kidney. An 8.3/25 expel drainage catheter was selected for use. During the procedure when they pulled the string to create the pigtail at the end of the catheter, it was noted that the string broke. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.